Manufacturer narrative:
Follow-up # 1 date of submission 02/03/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/21/2014 with the following findings:a review of the pump¿s history showed multiple call service alarms on the reported event date. The pump powered on normally during testing; however when attempting to prime, a call service alarm was emitted. The pump was opened and an internal component failure was found. The component was replaced and the pump was able to power on and prime normally. Unrelated to the complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had emitted a call service alarm with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).